Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the second deployed mitraclip (70720u190) detached from one leaflet while remaining attached to another leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with a prolapsed leaflet. The first mitraclip was implanted very lateral, without issue. The operator wanted to place another mitraclip to reduce mr and capture the prolapse. The second mitraclip (cds 70720u190) grasped the mitral leaflets with reported decent leaflet insertion. During deployment and following detachment of the clip delivery system, sudden movement was noted and the posterior leaflet came out of this mitraclip (single leaflet device attachment-slda). Reportedly, this second mitraclip was implanted very adjacent to the first clip; however, there was no clip interaction noted. A third mitraclip was implanted to stabilize the slda clip and to further reduce mr to grade 3. Reportedly, leaflet insertion for all implanted mitraclips was performed and found satisfactory. The procedure was deemed unsuccessful and a 4th mitraclip may be added in another procedure possibly within a few weeks. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology (prolapsed leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.